Event description:
It was reported that during a meniscus repair procedure, following standard operations, t1 and t2 deployed simultaneously. All ts were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t 1 is free from the needle. The actuator is in its t1 pre-deployment position indicating t1 was dislodged from the needle. T2 remains in its customary position on the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. T2 deployed as intended during the functional test. This is an acknowledged failure mode that has been evaluated and is being monitored. The device was not returned in the condition of the reported complaint of simultaneous deployment.